Manufacturer narrative:
The autopulse platform(B)(4) in reported event was returned to zoll (B)(6) for investigation. A historical review of complaints does not identify a trend and it has been added to trend analysis. A visual inspection of the returned platform was performed and found no visible or physical damage to the platform. A review of the platform's archive data was performed and archive data indicated multiple fault on ua41 (patient temperature sensor failure) occurred on (B)(6) 2016, thus confirming the reported complaint. Unrelated to the reported complaint,the archive also showed ua16 (timeout moving to take-up position) occurred on (B)(6) 2016 which is unrelated to the reported complaint of the platform. The device failed functional test due to user advisory 16 displayed upon pressing start on the key pad. Further investigation found the brake gap had seized cause ua16. The brake gap was un-seized to remedy ua16. Additionally, the platform also exhibit ua12 (lifeband® not present) occurred after 3 minutes of compression. Ua12 is exhibited when the platform detects that the lifeband is not properly installed. The belt switch assembly was adjusted to parallel position to remedy ua12. Performed simulated compression testing with manikin for approximately 31 minutes and using a 95% patient test fixture (lrtf) for approximately 16 minutes both respectively, and did not replicate any of the user advisory or fault. In summary, the reported user advisory 41 was confirmed in the platform's archive data. However, the error message could not be reproduced during functional testing or simulated compression tests. No other faults were observed. However, the temperature sensor cable was replaced to avoid the re-occurrence of ua41. The autopulse platform passed all the testing and meets all required specifications.

Event description:
It was reported that the autopulse platform (B)(4) displayed user advisory ua41(patient temperature sensor failure) error message during a shift check. There was no patient involved. No other information was provided.